Manufacturer narrative:
B.5.correction: medtronic received information that during use of a custom tubing pack, it was reported that the pressure dome in the cardioplegia circuit in this tubing pack was found to be completely broken, and also the connection to the dome was broken. See attached photos. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. D.4. Exp date and UDI updated h.4. Mfg date updated additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The malfunction occurred in the cardioplegia circuit and has not caused or contributed to a death or serious injury and the malfunction is not likely to cause or contribute to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the pressure dome in this pack was found to be completely broken, and also the connection to the dome was broken. See attached photos. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.